Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. An appointment was scheduled for (B)(6) 2015.

Event description:
It was reported that the patient went to the hospital on (B)(6) 2015 because her right leg was numb. They said her ¿leg was swollen and thought someone was irritating her nerve and causing the numbness.¿ the patient was given steroids. Blood work and an x-ray were performed. The patient was dehydrated, so they gave her fluids. The patient got home and she was still hurting, but her family told her that her back was not swollen. The patient went to the physician¿s office on (B)(6) 2015 to have the stitches taken out and they noticed that the patient had in infection. The patient¿s bra strap was rubbing and it was irritating her. The patient was on 500 mg of cephalexin twice a day. It was further reported that the patient¿s right leg was hurting ¿so bad.¿ this began on the day of the report. The patient synched the patient programmer to the implantable neurostimulator (ins). The patient was on group a and had a group adjust. The patient thought she was at 0.9v at the physician¿s office. The patient saw the adjustment screen and it was determined that program 1 was at 0.9v and program 2 was at 0.85v. The patient increased program 2 and discovered it was for her left leg. The patient increased program 1 to 0.95v and noted that it was ¿better.¿ patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent. **omitted information contained in related event for trial.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had stimulation in the wrong location and felt stimulation in her hip only. The stimulation had been adjusted on (B)(6) 2015. The patient was unsure if she stopped feeling stimulation in her legs at that time. The patient went to therapy the day prior as she had muscle spasms and muscle knots in the hip area. Stimulation was not helping the muscle tightness. The patient had pain in the right leg, from her foot all the way up. This started last week. There was a burning sensation in her right leg that went down to her foot and the patient could hardly drive as the foot was going numb. The patient never had therapeutic effect; the therapy had not been effective for her leg pain. The patient was taking oral pain medications but it was not helping her pain either. The patient was assisted to change groups. After changing to group b and increasing stimulation, the patient felt stimulation in her legs and felt a little relief. The patient met with a company representative on (B)(6) 2015(B)(6) for reprogramming to extend coverage to her leg. The patient was feeling stimulation in all the places she needed after the reprogramming. The pain and numbness were her usual symptoms and stated not to be device related.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n385492, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).